Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed centromedial on the mitral valve. After deployment, the clip opened up to 20-30 degrees. A second clip was implanted lateral to the first clip. After deployment the mr remained the same at 2 therefore a third cds was advanced and placed medial to the first clip. After establishing final arm angle (efaa), the mr increased to 2 therefore the clip was opened and closed again. After a second efaa, the mr remained at 2 therefore the physician decided to not deploy the clip. The clip was opened and the cds removed. The procedure was completed at this time with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.